Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation conclusion: a mz5303 sample was not available for investigation of this feedback; however the customer indicates that leakage was observed at the tubing joint to the maxzero component which resulted in air ingress. Additional information provided by the customer indicates that the air ingress was observed at the start of infusion and no obvious damage was observed. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported air ingress. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz5303 set in the past 12 months.

Event description:
It was reported that pressure rated ext set, IV connector had air in the line and leaked. The following information was provided by the initial reporter: the reported feedback suggests that there was air in line. When infusing an antibiotic with this device, a leak was noticed at the junction between the tubing and the blue tip. Air bubbles were forming at this junction, which then rose up into the infusion. Consequences observed: air bubbles were present in the patient's venous system; no clinical signs were observed. Protective measures and actions taken; immediate stop of the infusion. Removal of the device.